Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that patient developed atrial fibrillation (a-fib) after using the volara system. Patient called clinical support as her medication did not seem to be nebulizing fully. During the phone conversation the patient mentioned that three months ago they went to ER via ambulance due to a-fib, this occurred two hours after using the volara device. The patient noted to have experienced ¿a couple more a-fib episodes while hospitalized¿ and the patient believed it was ¿due to the severity of her coughing¿. Four days after admission, the patient was discharged from the hospital, and was put on two heart medications and will be following up with a cardiologist. No additional treatment was reported, and will continue using the device. The patient¿s healthcare team was uncertain if the volara device caused or contributed to the event of atrial fibrillation. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned since customer chose to remain with the device at this time . Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.